Event description:
A customer reported a malfunction on a pump, identified by malfunction code malf 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, tandem technical support arranged to replace the pump and provided the customer with guidance on backup insulin therapy using multiple daily injections (mdi). They also ensured the customer was informed about training available for the new pump, confirmed the shipping details, and instructed the customer to return the faulty pump using the provided return box and label.